Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 256 (mg/dl). Reportedly, customer had recently eaten and believed this contributed to their elevated bg level; therefore, troubleshooting with tandem technical support was declined. It was indicated that customer would re-test their bg level and deliver a bolus accordingly.